Event description:
It was reported by the physician that the percutaneous sheath introducer (psi) was being used on female pt and placed in the right internal jugular (ij) for a surgical case. The pt sustained injury at the ij/subclavian vein junction, and mild injury to the artery as well. This resulted in a massive hemothorax with emergency thoracotomy to repair the vessels.